Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and confirmed the reported issue. The power switch board and image acquisition system (ias) computer were replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A site biomed representative reported that during system testing, outside of a procedure, the imaging system would not boot up. No additional information provided.

Manufacturer narrative:
The computer for the imaging system was returned to the manufacturer for evaluation. Testing found that the hard drive began clicking and would cycling reboot.

Manufacturer narrative:
Correction: device manufacturing date now provided. The power switching board was returned to the manufacturer for analysis. During testing, the system readied with the switching board installed and all peripherals were functional. 2d and 3d imaging successful. The reported event could not be duplicated by medtronic personnel. The device was found to be fully functional with no problem found.